Manufacturer narrative:
Continuation of d10: product ID: 309328, lot# 0209790636, implanted: (B)(6) 2015, product type: lead. Product ID: 309328, lot# 0209790636, implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep).the rep reported that the stimulator was stopped.

Manufacturer narrative:
Concomitant medical products: product ID: 309328 lot#: 0209790636 implanted: (B)(6) 2015, product type: lead. Product ID: 309328, lot#: 0209790636, implanted: (B)(6) 2015: product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: 0209790636, ubd: 13-apr-2019, UDI#: (B)(4). (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the patient experienced re-occurrence of urine and feces leaks. Anal and urinary leakage. The urge incontinence was currently treated with botox. The event was not resolved. The device remains implanted. The patient was alive with no injury. Additional information was received reporting that the event was related to the lead as the patient is really skinny and the lead not functional despite high impedance. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 309328, lot# 0209790636, implanted: (B)(6) 2015, explanted: product type lead product ID 309328, lot# 0209790636, implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the stimulator was intentionally stopped due to the fractured electrode and return of symptoms. The event was not resolved and patient exited the study. It was said there was no issue and no further actions is being taken.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a re currence of the leaks of urine and feces. Urge incontinence is currently being treated with botox and the device was left. There was anal and urinary leakage. The event was assessed by the investigator as not serious and related to the electrode. Reprogramming was done on (B)(6) 2019. It was reported that the event was not resolved yet. Relevant medical history includes urge incontinence.

Manufacturer narrative:
Conc0mitant medical products: product ID 309328 lot# 0209790636 , implanted: (B)(6) 2015 ,product type lead product ID 309328 lot# 0209790636 implanted: (B)(6) 2015, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.